Event description:
Several of the zone air mattresses have been found to contain body fluids wich have leaked into the inner contents of the mattress. It was discovered that body fluid leaked through the mattress ticking as well as through the zipper. Hill-rom was notified and has agreed to replace the soiled mattresses and to replace the ticking and matting on the remainder of the mattresses throughout the facility.